Manufacturer narrative:
(B)(4). The opt944 optiflow + adult nasal cannula is an interface used to deliver humidified oxygen to patients and consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Method: one of the three complaint opt944 optiflow + adult nasal cannulas was received at our fisher & paykel healthcare (f&p) regional office in japan and was inspected by a trained f&p technician. Our investigation is based on the photographs provided by the f&p technician, and our knowledge of the product. Results: visual inspection of provided photographs revealed that the tubing of the opt944 optiflow + adult nasal cannula was stretched and pulled apart. Conclusion: without the return of all of the complaint devices, we are unable to determine the cause of the reported events. However, it is likely that the reported events were caused by the tubing of the opt944 optiflow + adult nasal cannulas being pulled. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is rejected. The subject opt944 optiflow + adult nasal cannula would have met the required specifications at the time of production. The user instructions which accompany the opt944 optiflow + adult nasal cannula show in pictorial format the correct placement and fitting of the cannula and also warn: "appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." "Do not crush or stretch tube, to prevent loss of therapy." "Failure to use the set-up described above can compromise performance and affect patient safety."

Event description:
A distributor reported on behalf of a healthcare facility in (B)(4) via a fisher & paykel healthcare (f&p) field representative, that the tubing of three opt944 optiflow + adult nasal cannulas was found damaged during patient use. There were no reported patient consequences.